Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two flexima biliary stents were used during a biliary drainage procedure performed in the right and left hepatic ducts on (B)(6), 2014. According to the complainant, during the attempted deployment of the second stent in the left hepatic duct, it was noted that the inner catheter was detached and was stuck inside the stent while inside the patient. The stent with the detached inner catheter was removed from the patient. Reportedly, the first stent that was successfully implanted in the right hepatic duct with no issues noted, was removed unintentionally along with the second stent that was removed from the left hepatic duct. The procedure was rescheduled to be performed again on (B)(6), 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.